Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed per company standard operating procedure since the device manufacture date is greater than one year from the event date. A getinge field service engineer (fse) evaluated the iabp unit and observed "system failure" alarm, codes 58 & 124 in the fault log. The fse opted to replace the drive manifold assembly and calibrated as necessary. All functional, pneumatic and electrical safety tests were performed and passed to factory specifications. The iabp unit was cleared for clinical use.

Event description:
It was reported that the cardiosave intra-aortic balloon pump (iabp) had a system failure alarm, fault 58 and 124. It is unknown the circumstances under which the event occurred. However, there was no patient involvement and no adverse event was reported.